Event description:
During a lead revision procedure, the patient reported developing heart pain. The surgeon decided to cut the leads and abort the procedure. A portion of the leads was left inside the patient. The patient is reportedly doing well. The surgeon determined that the heart pain was due to the patient's elevated heart rate and was not device related.

Manufacturer narrative:
This is the final report.